Event description:
It was reported, the unit was emitting sparks.

Manufacturer narrative:
It was reported the unit emitted a spark. Our examination revealed that one of the terminals had been broken near a thermostat. We were unable to determine the cause of this report, and will continue to monitor our reports for similar complaints.